Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification during control solution testing. This is a final report.

Event description:
Customer stated that her freestyle navigator continuous glucose monitoring system with the last two or three sensor wears was giving continuous monitoring mode (cm) readings twenty points higher than the build-in meter readings. Customer also stated when her blood glucose was low or going low, the fs navigator system might not alert her due to cm reading being higher than the build-in meter reading. Customer additionally reported receiving a cm reading of 125 mg/dl which was higher when compared to a build-in meter reading of 105 mg/dl. Customer reported experiencing symptoms of sweatiness and loss of consciousness and consumed 1 teaspoon or 1.5 teaspoon of powdered sugar to counteract her event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As customer's meter was not returned, a device history review of the meter was requested and performed. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.